Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. This report is being submitted as part of a historic clinical review of events contained within the (B)(6) study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 11 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.